Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 700cc saline, catalog: 3501697, lot: 6423419, sn: (B)(4).

Event description:
It was reported that a (B)(6) -year old asian female patient underwent breast augmentation with mentor smooth round moderate profile 700cc saline breast prostheses. Deflation of the right breast prosthesis was confirmed by physical examination. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 800cc saline breast prostheses on (B)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation observed a crease on the anterior aspect and extending to the posterior aspect. A rent measuring approximately 0.5 cm was discovered within the crease on the anterior aspect. No other anomalies were found. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed in the device. The device history record (DHR) for the lot number 6423419 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedure. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).